Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 488mg/dl and diabetic ketoacidosis. Customer treated with pump. Troubleshooting could not be performed because the customer indicated that they were off of the pump at the time of the call. The customer was advised to call back if further assistance is needed. The customer was advised to follow up with their doctor regarding the high blood glucose.